Manufacturer narrative:
Examination of the submitted device confirmed the tip has broken off. The root cause is attributed to user error/technique. The tip of the chisel was loaded beyond the material limit resulting in mixed mode ductile and brittle overload of the material and fracture. No evidence was found indicating product error was a contributing factor to the device breakage and the need for corrective action was not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A piece of metal end chipped off.